Event description:
It was reported on (B)(6) 2025 a 30-25mm amplatzer talisman pfo occluder was selected for implant using a 9f amplatzer talisman delivery sheath to treat a patent foramen ovale (pfo). During implant the right atrial disc of the occluder took on a bulbous shape. The occluder was not released from the delivery cable. The occluder was removed from the patient and replaced with a new 30-25mm amplatzer talisman pfo occluder. There were no contact with cardiac structures. There were no angulations or kinks noted on the delivery system. The patient remained hemodynamically stable throughout the procedure. There were no adverse effects to the patient. The patient status was stable.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of device deformity during implant was reported. A returned device inspection could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling. Codes removed: medical device problem code: 1494 off-label use.